Event description:
The customer reported that results for four patient samples processed between (b)() and (B)(6) 2009, on a vitros 5,1 fs chemistry system were associated with the incorrect patient name. No erroneous result were reported out of the laboratory. There were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The customer was not aware of ocd technical bulletin (B)(4) pertaining to the re-use of sample ids. The customer was sent the technician bulletin and was assisted in enabling the vitros 5,1 system software auto-delete feature. The root cause of this event is user error.